Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in (B)(6) 2016, the patient experienced an uncomfortable jolting/shocking sensation. The patient decided to stop using their device/therapy at that point, and hadn't maintained their system. On (B)(6) 2019, a hcp reported the patient was in need of a MRI of their shoulder due to extreme pain from their shoulder continually dislocating. It was confirmed the MRI for the shoulder was unrelated to the device/therapy. It was reviewed that the ins was likely in overdischarge, and in order to have a full body MRI, the ins would need to be checked by the doctor to determine next steps. No further complications were reported or anticipated.